Event description:
User stated there was a leak near the right side of the analyzer on the floor in the walkway that was large enough to constitute a slip hazard. The leak caused no injury to lab personnel. No erroneous results were reported.

Manufacturer narrative:
The field service representative determined the r1 r probe had crashed and was bent and replaced it. He also noted he cleaned all the initialization posts.